Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via call that customer was experiencing high blood glucose level 511 mg/dl and 433 mg/dl. Customer could not calibrate insulin pump due high blood glucose level. Customer was using insulin pump within 48 hours of reported event. Insulin pump's time was incorrect. Device will not be returned for analysis.